Event description:
Endo sinus pack discovery of foreign material in pack. Discarded and new pack used for procedure. Discovered by surgical tech 10 minutes intra-op delay foreign material and pack lot number saved for materials manager.